Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil pusher assembly revealed that the pet lock was separated, the pull wire was retracted, and the pusher assembly was kinked on its proximal end. This type of damage typically occurs during a detachment attempt. Further evaluation revealed that the embolization coil was detached from the pusher assembly and was not returned for evaluation. Based on the reported complaint, the observed damages may be incidental to the complaint. Due to the return damage, the root cause of resistance during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h box 6. Conclusions code (4316): the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return damage. H3 other text : placeholder.